Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The everlink device is not commercially available for sale in the u.s.; however, it is similar to a device currently marketed in the u.s. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a coronary lesion. The packaging of a 3.0 x 18 mm everlink stent delivery system (sds) was opened and the sds was prepared; however, the protective sheath was unable to be removed. The sds was not used and there was no patient involvement. An additional same size unspecified stent was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to remove (sheath) was confirmed. It should be noted that the xience everlink everolimus eluting coronary stent system instructions for use states sheath removal to be performed prior to system preparation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to operational context of the procedure as it was reported the device was prepped prior to sheath removal (against instruction for use) which likely caused the reported difficulty to remove the sheath. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.